Event description:
Additional information: the infection was reportedly an unmanageable infection of the percutaneous lead site and was confirmed to be enterococcus faecalis, corynebactiom species.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The patient remains ongoing on vad support. Local infection and driveline or pump pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient had a fever and a routine smear test was positive for bacterium. The patient was hospitalized and antibiotics were given, as well as daily dressing change.